Event description:
An attempt was made to pace the pt with the device through pacing electrodes. Reportedly, the operator was unable to get the pacer to function. The observation was based upon repeated device display of pacing leads off.